Event description:
It was reported by repair work order that there was fluid intrusion in the foam air/cell assembly due to a tear in the top cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: replaced mattress.